Manufacturer narrative:
The reporting facility identified the cause of the adverse event to be user error. For the specific patient in question, a large number of procedures had already been performed at multiple facilities, and the total list of studies exceeded the available space in the display window. A scroll bar was provided on the display window to view the list of studies that exceeded the available space in the display window. The user did not scroll the list down to see the complete list of studies for that particular patient, which included a CT angio head/neck imaging procedure that had already been performed at another location. As a result, a second CT angio head/neck imaging procedure was inadvertently scheduled and performed on the patient.

Event description:
While visiting the reporting facility on (B)(6) 2013, a mackesson employee was informed by a radiologist at the site that a child was inadvertently subjected to a second CT angio head/neck imaging procedure. The date of this adverse event and patient information were not provided by the reporting facility.